Manufacturer narrative:
Corrected data: event description should have been "surgical intervention on (B)(6) 2020" rather than "surgical intervention on (B)(6) 2020" in the initial report submission. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2020 due to the ipg being unable to communicate with external devices. As a result, an axium ins was replaced with a proclaim drg. Surgery address the issue.